Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump emitted a total daily dose (tdd) limit warning after being exposed to an x-ray. It was reported that the pump was recording two days of information for the same day and the patient was not receiving any boluses due to the tdd limit. It was reported that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not met animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. There was no total daily dose limit warnings observed in the black box and no indication that the pump was recording two days of information for the same day. The pump was exercised for 24hr time period and the correct day was recorded in the history. There were no errors, alarms or warnings during testing. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.